Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146292 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally,the manufacturing records and quality control release testing was reviewed for test kit part number 195-160-195-260 / lot 146292, test base part number 195-430h / lot 141577a.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146292 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues with the specific patient sample.

Manufacturer narrative:
Please reference manufacturer report number 1221359-2021-02665. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 ag self test performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Repeat testing was not performed. On (B)(6) 2021, rt-pcr confirmation testing ((B)(6) lab services) was performed on patient and generated a negative result (CT value not provided). The consumer stated he was asymptomatic, was not known to be positive at the time of testing, and did not receive any treatment regarding the false result.